Event description:
It was reported that the right ventricular (rv) lead exhibited fluctuating r-wave measurements from 0.3 mv to 7 mv. It was noted that both the lead impedance as well as the thresholds have been stable. The r-wave was tested several times, both stationary as well as with movement, and it was noted that the r-wave varied each time. Inaccurate sensed amplitudes are suspected. The device and rv lead remain in use and the patient is being monitored. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a r-wave amplitude measurement issue. The analyst noted the r-waves had been measuring 7-8 millivolts, but are now measuring 2-3 millivolts and in intermittent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).